Event description:
It was reported that an asymptomatic pt presented in the operating room for elective replacement of atrial and ventricular leads. During the procedure, the pulse generator exhibited back up vvi operation. It was clinically resolved by a successful software download. The device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.